Manufacturer narrative:
Investigation summary: a photo displaying transparent foreign matter on the catheter was returned and inspected. A bd quality engineer also inspected the returned sample but could not identify any foreign matter as shown in the photo. A device history record review was performed and showed no non-conformance's associated with this issue during the production of this batch. As a result, the root cause of the reported issue could not be determined. Customer complaint trends are evaluated on a monthly basis.

Event description:
It was reported that bd insyte¿ IV catheter had foreign matter on the needle tip. The following information was provided by the initial reporter: it was found white transparent colloid on the needle tip when opening the package.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter had foreign matter on the needle tip. The following information was provided by the initial reporter: it was found white transparent colloid on the needle tip when opening the package.